Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 417 mg/dl. She treated her blood glucose level with a bolus of 6 units and with a shot of 5 units. The customer was extremely nauseous. A medium size air bubble was found along the tubing length. The infusion set was really bent. The insulin pump was not returned.